Event description:
The poly disassociated from the hinge.

Manufacturer narrative:
Examination of the submitted device confirmed the reported disassociation. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. Dimensional inspection found the device to meet specifications. The investigation could not draw any conclusions about the root cause of the disassociation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. -